Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to duplicated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure as the site was loading exams for an upcoming case, the system switched to "no input detected". The site rebooted a few times, but the system was stuck on no input. The surgeon monitor would remain black. The site made sure the cd was out of the drive, but had the same result. There was no patient present.